Event description:
It was reported that system fault 41,628 occurred 2,735003 was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient injury. (Updated h6: event problem patient code).

Manufacturer narrative:
Other, other text: d5: unknown. E4: unknown. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing. The event log showed evidence error messages. Upon function testing, the reported problem could not be duplicated. The root cause of the reported problem is unknown. The error codes were cleared and the software was reinstalled as a preventative measure.